Manufacturer narrative:
H3: the returned 1.5mm hex driver tip was inspected upon its return. An oblique fracture pattern was found at the tip of the driver. An oblique fracture pattern likely indicates a side loading (bending) in conjunction with torsional load. The hex tip fragments were not returned. Additional mdrs associated with this event: 3025141-2020-00302: screw.

Event description:
While implanting an aculoc 2 plate, the surgeon was inserting a locking screw with a driver. The driver tip broke off during the surgery and remains implanted in the head of the screw.